Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing from the holder,the catheter fractured two centimeters from the hub. The procedure was completed with another device.